Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device a pulmonary parenchyma resection in a left segmental resection of lung and thoracoscopy, surgeon was able to press the green button but could not squeeze the handle. Device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.